Manufacturer narrative:
The implaint remains in situ. It is unknown whether the patient is experiencing any symptoms due to the event or is having revision surgery. The lot number was not provided; therefore, a review of device history records cannot be performed. A radiograph image confirmed the event. Based on the information provided, a root cause cannot be determined. If additional information and/or the implant is provided, a supplemental report will be filed accordingly. Labeling review: warnings/cautions/precautions: risk factors that may affect successful surgical outcomes include: alcohol abuse, obesity, patients with poor bone, muscle and/or nerve quality. Patients who use tobacco or nicotine products should be advised of the consequences that an increased incidence of non-union has been reported with patients who use tobacco or nicotine products. A calibrate ltx implant must not be re-expanded and reused if it has been filled with graft, as mechanical failure may occur. Possible adverse effects: initial or delayed loosening, bending, dislocation, and/or breakage of device components. Postoperative management: the surgeon should instruct the patient regarding the amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implanted devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, falls, jolts or other movements preventing proper healing and/or fusion development. Implanted devices should be revised or removed if bent, dislocated, or broken.

Event description:
At the 6 months postoperative visit, radiograph images revealed a collapsed expandable cage.